Event description:
The customer reported, the system's joystick was not working. There was no report of pt injury.

Manufacturer narrative:
The ge rep performed an on site investigation. The joystick detector has been ordered.